Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed an alarm that is typically produced if the driver is disconnected from the patient or patient simulator while the driver is still running; intermittent and/or recoverable alarms are not recorded. The driver passed all sections of functional testing without any alarms or abnormalities. Additionally, an extended observation run was performed on the driver and no alarms were produced during this test. The customer-reported alarm was not reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.